Event description:
Patient had a pararenal aneurysm, requiring fenestrated repair with elg. Dr (B)(6) was aware that physician modification of graft is "off-label" and not on IFU. He chose to modify graft on "back table" before procedure; he partially deployed graft on back table and added fenestrations, then "re-wrapped" graft into existing catheter. He was successful in rewrapping most of the main body, however approx. Cm of treo main body did not get re-wrapped (this portion included the bare metal proximal clasp segment). He used a 20f dryseal in the patient, then a 22f cook peel-away sheath to insert through valve portion of dry seal. Then he inserted treo deployment mechanism through this, with no additional resistance. Treo main body was deployed in body; when it was time to deploy proximal clasps, he did the normal technique according to IFU with proximal release clasp, etc. This did not release the tines, as seen on angio. He took hemostats and inserted them in "window" of main body and was able to manually release the tines after several attempts of pulling the green wire, stripping it away and getting access to the internal wire. Case was completed without further incident. Patient outcome - "no injury or adverse effects to patient. The patient is doing great."

Event description:
Patient had a pararenal aneurysm, requiring fenestrated repair with elg. Dr brink was aware that physician modification of graft is "off-label" and not on IFU. He chose to modify graft on "back table" before procedure; he partially deployed graft on back table and added fenestrations, then "re-wrapped" graft into existing catheter. He was successful in rewrapping most of the main body, however approx. Cm of treo main body did not get re-wrapped (this portion included the bare metal proximal clasp segment). He used a 20f dryseal in the patient, then a 22f cook peel-away sheath to insert through valve portion of dry seal. Then he inserted treo deployment mechanism through this, with no additional resistance. Treo main body was deployed in body; when it was time to deploy proximal clasps, he did the normal technique according to IFU with proximal release clasp, etc. This did not release the tines, as seen on angio. He took hemostats and inserted them in "window" of main body and was able to manually release the tines after several attempts of pulling the green wire, stripping it away and getting access to the internal wire. Case was completed without further incident. Patient outcome - "no injury or adverse effects to patient. The patient is doing great."